Manufacturer narrative:
(B)(4). No lens in returned packaging. Method: lens work order search. Results: a lens work order search was performed and no similar complaint was found within the same work order. Conclusions: based on the complaint work order search, a specific root cause of this event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon attempted to use a aa4203tl toric optic silicone single piece lens. Stated they received a lens with piece of the lens missing. There was no attempt to load the lens. There was no pt contact.